Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient began treatment with magnex (2 grams, frequency, and route not reported) for peritonitis. At the time of this report, it was unknown if the patient recovered from the event and action with pd therapy was not reported. No additional information is available.